Event description:
Unclear if it was device failure, user error, patient anatomy or a combination of these factors. Manufacturer response for proglide pro midline catheter, bard (per site reporter) pending.